Manufacturer narrative:
This is 1 of 4 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer almost gone into a coma because of low blood sugar on a plane due to over delivery of insulin since the sensor given wrong value of glucose level. There was a difference in sensor glucose and blood glucose values. The customer reported blood glucose value of 33 mg/dl but the sensor glucose value showed 71 mg/dl. The event involved product(s) mmt-7020la, mmt-368a, mmt-332a, mmt-7020la, mmt-1880, mmt-7020la. Troubleshooting was performed for general documentation. The customer had been using the insulin pump within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-7020la. No product return is required for mmt-368a. No product return is required for mmt-332a. No product return is required for mmt-7020la. No product return is required for mmt-1880. No product return is required for mmt-7020la.